Event description:
Event description guidant received information that at a routine pacemaker changeout procedure, it was noted that the lead impedance measurement was 2300 ohms. The impedance values had been slowly increasing, although there was no noise on the lead. The technical services consultant recommended checking the lead in the unipolar configuration and if the impedance measurement is still out of specification for the lead, they recommended consideration for lead replacement.